Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm how many devices present this issue (pull off suture needle)? Qty of product involved is 4. The following information was requested, but unavailable: what was used to complete the procedure? No further information is available. Did the issue occurred before using in the patient or during it was used in the patient? Please clarify no further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275¿g/m. Events reported in 2210968-2022-00385, 2210968-2022-00387 and 2210968-2022-00388.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on an unknown date and suture was used. During the procedure, the needle pulled off of the suture. No adverse patient consequences were reported. Additional information was requested.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on an unknown date and suture was used. During the procedure, the needle pulled off of the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm how many devices present this issue (pull off suture needle)? Qty of product involved is 4. The following information was requested, but unavailable: what was used to complete the procedure? No further information is available. Did the issue occurred before using in the patient or during it was used in the patient? Please clarify no further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. Events reported in 2210968-2022-00385, 2210968-2022-00387 and 2210968-2022-00388.